Manufacturer narrative:
(B)(4). A visual examination of the returned guidewire revealed that the distal section was unraveled. The core wire was separated from the welding ball on its distal end. Also, it shows a kink approximately at 42 cm from its proximal end. The complaint is consistent with the returned device that the distal section was unraveled. The core wire was separated from the welding ball located at the most distal part of the device and kink on its body. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used in a procedure. The procedure date is unknown. According to the complainant, the amplatz guidewire was shredded. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed on (B)(6) 2018 that the core wire separated from the welding ball on its distal end.